Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, a loss of connection occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a loss of connection was reported. Data was provided for investigation but missing the sensor session. The complaint states that a loss of connection was reported. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.